Manufacturer narrative:
(B)(4) batch #:unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. D10: concomitant med products: plee60a. H2: additional information received: what stapling device was used on this procedure (product code)? Plee60a. Was clipping on staple line routine part of procedure ? Yes, sales rep reported the clipping along staple line is routine practice for surgeon at this facility and no quality issue is being reported by surgeon regarding the stapler. Was slr used on this procedure? No.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2021. D4: batch # u95u97. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the er420 device was received with no apparent damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed one scissored clip, and then seventeen conforming clips were fed and formed. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found maybe due to the device being closed over an existing hard object or clip, placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. In addition, as per the instructions for use, ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation,¿ please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. H2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips.